Manufacturer narrative:
Patient outcome code grid and health impact grid updated to reflect no clinical signs, symptoms or conditions and no health consequences or impact.

Event description:
It has been reported that device did not function as expected during patient event.